Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2007, the patient underwent a tha surgery for coxarthrosis of left site. The surgery was completed successfully with over 30 minutes delay. After surgery, on (B)(6) 2022, osteolysis, wear of the liner were found. The liner will be replaced early in order not to make things worse. The surgeon commented that the cause of osteolysis was wear of the liner.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot :the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.